Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the trunk cable connector was broken. Three pins inside of the connector were bent. The root cause for the damaged connector could not be positively identified, but was likely physical abuse. No adverse event resulted from the damaged electrode belt trunk cable connector. The pt received a replacement electrode belt.

Event description:
A nurse called zoll customer support to report that a (B)(6) male pt's lifevest was displaying a code 204. The pt received a replacement electrode belt.